Manufacturer narrative:
The scope was returned to the service center for evaluation. A visual inspection was performed on the returned device and found a 3 mm cut on the bending section cover. The image quality was checked after aeration and noted intermittent flickering of the image. The scope¿s switches also, exhibited intermittent function. The forcep passage of the scope was found pierced from the inside with a foreign object noted inside the channel. There was heavy fluid invasion and corrosion noted on the scope¿s control body and scope connector. As a result, the customer¿s color sticker and labels require replacement. The scope failed the leak test. In addition, the legal manufacturer (lm) reviewed the contents of this complaint. The lm reported that the scope has a 2.8 and 3.7 biopsy channel. The lm reported it was determined that reported event occurred in the 2.8 channel. The lm presumes the event was attributed to repair work performed on the scope and not the scope¿s specifications. Based on the customer¿s report that the channel issue was noticed the first time the scope was used after returning from repair. The lm recommends the following instruction be followed below. The instruction manual states, in the "inspection of the instrument channel" section ¿insert the endotherapy accessory to the a channel through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿ furthermore, the product¿s IFU (reprocessing manual) "1.4 precautions" states ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that during an unspecified procedure, the user was unable to insert instruments down the scope¿s channel. The user facility reported that this was a brand new scope and this event occurred during its initial use. It is unknown if the intended procedure was completed. There was no patient injury reported.